Event description:
When cap was removed from needle to begin veni punture process the needle was defective. On the barrel, close to the bevel, there was a piece of metal sticking out. The needle was removed from area and also all boxes with the matching lot #.what was the original intended procedure?veni puncture.device #1is this a laboratory device or laboratory test?no.